Manufacturer narrative:
Manufacturing review: a device history record could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve years and ten months later, computed tomography angiogram of chest was performed due to chest pain and images of the upper abdomen showed a curvilinear metallic foreign body in the posterior high right lobe of the liver measured approximately 2.2 cm in length and was apparently 1 of the legs from the inferior vena cava filter. The rest of the filter was adequately position within the inferior vena cava. Suboptimal opacification of the pulmonary artery was with no large central filling defects to suggest pulmonary embolism. After three days, computed tomography of chest, abdomen and pelvis with contrast showed that there was an inferior vena cava filter. No pulmonary embolism was identified. After three months, the patient presented for filter removal. Previous computed tomography scan demonstrated that it was a recovery filter which did not have a hook. The 6 legs were all accounted for but there were only forearms seen consistent with 2 fractured arms. A density seen in the dome of the liver. Under ultrasound guidance, the right internal jugular vein was identified and was patent. A wire was advanced into the cava and through the inferior vena cava filter into the distal cava under fluoroscopic guidance. A 16 french sheath 35 cm in length was placed. Under ultrasound guidance, the right common femoral vein was identified and was patent. An 8 x 35 cm sheath was placed in the right femoral vein. Cavogram demonstrated no evidence of thrombus formation. Under fluoroscopic magnification the filter was inspected and one of the arms appeared to be loose and might not be connected the filter and a marked. Fluoroscopy over the liver demonstrated one in the liver and one arm in the lung bases. The bard cone was advanced through the 16 french sheath, but the filter apex could not be engaged. Through the 16 french sheath a 4 french sheath 45 semithin length was advanced close to the apex of the filter. A soft catheter was advanced through the apex of the filter back into the cava. The wire was snared through the 12 french sheath. A 4 french sheath was advanced for the removal of the filter, a 16 french sheath was positioned at the apex. It was noted that one of the arms was very lucent probably broken at. The filter was retrieved intact included the nose arm. The filter was inspected, and it contained 6 legs and 4 arms. It was decided not to intervene to attempt to remove the broken arms in the liver and the lung. There were probably well epithelized and removal of them might cause more damage. Successful removal of the bard recovery inferior vena cava filter was achieved. There were 2 broken arms one in the right lobe of the liver and one in the right lung bases. Therefore, the investigation is confirmed for alleged filter migration and the filter limb detachment. Based upon the available information, the definitive root cause is unknown.. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately twelve years and ten months post vena cava filter deployment a computed tomography scan demonstrated, the filter migrated and struts detached. The device was removed percutaneously. The detached strut retained in right lung bases and patient reportedly experienced chest pain; however, the current status of the patient is unknown.